Event description:
Product analysis was completed on the explanted generator. Although their increased seizures cannot be evaluated in the laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
It was reported that a vns patient having a prophylactic replacement of their generator. The patient's mother reported that the patient began to experience an increase in seizures starting on (B)(6) 2012. Beginning in (B)(6) 2013, the seizure frequency varied. Per physician, the device had not been changed in 10 years and was presumed to be dead or nearing end of service. The device was not interrogated therefore, no eri flag was noted as indicated. The patient did not have a change in seizure type and it is unknown if it was an increase over their prevents baseline rate. The patient's explanted generator has been returned for analysis. Battery status will be confirmed in product analysis.